Event description:
The report from the field indicate that during a percutaneous coronary intervention (pci) procedure, the cypher stent delivery system (sds) balloon ruptured. There was no reported pt injury.

Manufacturer narrative:
The product is expected to be returned for evaluation and analysis: however, has not been rec'd. Additional will be submitted within 30 days of receipt.